Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not activate. The cable was changed, and it still would not work. The power supply was changed and it still would not work. A replacement vasoview hemopro tissue welder was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 23, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).